Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to power on. There was no pt involvement.